Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): after the customer used it, they found that the needle wasn't covered with safety-clip. So they confirmed the inside of package and around, but safety-clip is not exist. And they found that there was no crimp on the needle. MFR : 9610825-2014-00018.